Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A planned revision surgery was performed by the surgeon using the blueprint planning feature. The patient has an invision talus and equinus contracture. The surgical plan includes a gastrocnemius recession, with a contingency to recut the talus and implant an invision talus if dorsiflexion past neutral cannot be achieved.